Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead body damage. The patient had to go to cardiovascular surgery to correct perforation from the right atrial (ra) lead. A new lead was implanted. No additional adverse patient effects were reported.